Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As reported to customer relations by the district manager: I am reporting an issue with an ebus needle. The physician told me this happens frequently where the sheath moves and does not stay visible despite being locked in place. I am in the case and saw it today ((B)(4). No patient impact reported. The following information was received on 17apr2025. 1. Please describe the location in the body for the intended target site (pancreas, stomach, lungs, etc.) (If lungs, which lymph node was being targeted? E.g., 2r, 2l, 4r, ao, ar, 11ri, 11s, etc.) Lungs; 4r, 7, 11. 2. Please describe the size of the intended target site. Do not have exact size. 3. Was gaining access to the target site difficult? No. 4. Was puncture of the targeted site difficult? No. 5. What is the scope manufacturer and model number that was used? Olympus. 6. Was the scope recently service/repaired? No. 7. Was the device used in a tortuous position? No. 8. Was the device damaged in packaging before removal? No. 8. Was the device damaged on removal from packaging? No. 10. Was force required to remove the device? No. 11. When was the issue noted? E.g., on advancement of the sheath/needle or on needle retraction? Before case, during case; told me he always has to readjust sheath. Did not adjust and was unable to see it. 12. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? (If yes, please specify what additional defect(s) were observed and where on the device this was observed) no. 13. If no with the device in question, how was the procedure performed and/or finished? With our needle. No issues but just documenting the sheath situation. 14. Did the patient require any additional procedures as a result of this event? No. 15. If additional intervention was performed, was it during the same procedure as the device failure or was it scheduled for another day? N/a. 16. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No.

Event description:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on 03-jul-2025 as the complaint no longer meets the description of a reportable incident (there is no verifiable failure identified with the device(s)). FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.

Manufacturer narrative:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on 03-jul-2025 as the complaint no longer meets the description of a reportable incident (there is no verifiable failure identified with the device(s)). FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring. Device evaluation the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. It should be noted that this file is related to another complaint file. For details of the other investigation please refer to (B)(4). (B)(4) was opened to assess the complaint ¿the sheath moves and does not stay visible¿. An image was provided by the customer which showed the packaging of the device and a video was shared wherein sheath moving and not being visible was observed. Manufacturing records prior to distribution, all echo-hd-22-ebus-o devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-ebus-o of lot number c2236446 did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. A second complaint (B)(4) was opened to assess the complaint ¿the sheath moves and does not stay visible¿. Image review an image was not returned for evaluation. Root cause analysis n/a. ¿no root cause determination required: for unconfirmed complaints where the customer claim is not confirmed through supporting evidence or for negative/positive feedback where the complaint is based on customer opinion.¿ through the investigation it was evaluated that there is actually no issue with the device. If the user adjusts the sheath prior to reaching the desired/final location, this issue can occur as slight changes in sheath position occur during scope maneuvering (i.e. As the scope position changes from a straight position to a position with bends). Summary: complaint cannot be confirmed as there is no supporting evidence to identify the complaint failure. According to the initial report, no patient impact was reported. Investigation findings conclude that ¿no root cause determination required: for unconfirmed complaints where the customer claim is not confirmed through supporting evidence or for negative/positive feedback where the complaint is based on customer opinion¿. Through the investigation it was evaluated that there is actually no issue with the device. If the user adjusts the sheath prior to reaching the desired/final location, this issue can occur as slight changes in sheath position occur during scope maneuvering (i.e. As the scope position changes from a straight position to a position with bends). Complaints of this nature will continue to be monitored for similar events.